Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended and having difficulty in charging. It was noted that patient had a pain at pocket site. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was kept at the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately since last may of 2024 from date manufacturer was made aware.